Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a blockage alarm. Per reporter, the fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint was confirmed. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurring continuously during pump operation on (B)(6) 2024. The occlusion pressure detection level was out of the standard. The cause was a defective downstream sensor. Replace the downstream sensor and the upstream sensor re-calibration. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.